Manufacturer narrative:
Initial g3 date is also corrected to 03/22/2023.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while unit was being cleaned by engineer, the cardiosave intra-aortic balloon pump (iabp) units cover was opening and the battery needs to be replaced annually unit also has a problem with the equipment staying on the alarm even with the equipment off. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, e2 & e3 is unknown (initially it was submitted as "yes" and "biomedical engineer"), g2 a getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. The cover was opened and the 9 volt battery, which must be replaced annually, was replaced. The fse checked a possible bad contact and internal cleaning was done. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a